Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and there was a map shift on the carto 3 system map. They were using a default template, there was no patient movement, and there were no errors present. They remapped the left side and continued with the procedure. There was no record of the issue occurring prior to this case and it was noted that this was the first time the issue has occurred to their knowledge. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and there was a map shift on the carto 3 system map. They were using a default template, there was no patient movement, and there were no errors present. They remapped the left side and continued with the procedure. There was no record of the issue occurring prior to this case and it was noted that this was the first time the issue has occurred to their knowledge. No adverse patient consequence was reported. Hardware evaluation details: an investigation was initiated by the manufacturer to evaluate the issue. The data was requested for investigation; however, no data related to the issue was provided. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. It was confirmed that the field service engineer (fse) performed atp testing. All tests passed. System is ready for use. The history of customer complaints reported during the last year and associated with carto 3 system # 29342 was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # 29342, and no internal actins related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).